Event description:
Per the clinic, the patient experienced vertigo and dizziness with and without device use, leading to the decision to explant the device. The device was explanted (B)(6) 2012. There are no plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).